Event description:
Pt on a kinair bed. Wheels at foot of bed became lodged in the door tract of the elevator. The left front wheel fell off bed. The bed was returned to the manufacturer for repairs in 2003.